Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented in clinic. The pulse generator exhibited intermittent loss of output. The device was reprogrammed and the patient was in good condition post reprogramming.